Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and determined valve v5 was partially obstructed. The fse cleaned the valve to remove the obstruction. (B)(4).

Event description:
A customer reported to beckman coulter that their instrument generated "high pressure low" errors and the wash concentrate bottle overflowed on their unicel dxc 800 pro synchron system. The operator wore personal protective equipment consisting of a lab coat and gloves. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.